Manufacturer narrative:
Tw # (B)(4) updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 01/28/2026. An investigation was conducted on 01/29/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The reported device vv 6 pro was not returned for evaluation, however, a cannula was returned for evaluation. The c-ring was observed to be intact. The scope wash tube was observed to be cut and melted at the base of the intact c-ring. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the fallure "break- scope c-ring" for the vv6 pro was not confirmed due to the non-return of the reported device, however, the analyzed failure "break- scope wash"- cannula was observed. The lot # 3000488640 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h11. Previous emdr h3 states "no" since only a partial return was made. The alleged device reported was not returned, hence an evaluation cannot be performed on the alleged device.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the leg of the vasoview 6 pro c-ring is broken. There was a kink, after which the fixation on the ring also broke. The fixation area was very thin and the kink shouldn't be there; the product had not yet been used. The c-ring and retrieval device were not advanced during initial insertion under endoscopic visualization. No parts of the c-ring assembly were caught in the jaws of the retrieval device during the retrieval procedure. No portion of the c-ring become dislodged from the retrieval cannula and lodged in the patient. There was a procedural delay. A new package was opened. The complaint was discovered before the product was put into use; this had no consequences for the patient.